Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patients blood glucose level had dropped to 22 mg/dl while wearing a pod. The patient was found unconscious and the paramedics were called. Once the paramedics arrived the patient was treated with intravenous glucose. The paramedics were with the patient for 1 hour. The patient did no to go to the hospital.